Event description:
Facility reported a blood leak as soon as the treatment started. Estimated blood loss was 150cc. There was no medical intervention. Pt was given a new dialyzer and no further problems occurred. Sample was not saved for examination.